Manufacturer narrative:
(B)(4).

Event description:
This additional information was received on 02/07/2017 as follows: the patient received a gunther tulip device implant via right internal jugular vein on (B)(6) 2013 in preparation for a gall bladder removal surgery. It is alleged that the filter tilted, was embedded in the vena cava and was unable to be retrieved. The patient then allegedly had an unsuccessful filter removal attempt on (B)(6) 2015 where one of the filter legs appeared to be fractured. The patient then allegedly had another removal attempt performed on (B)(6) 2015. The successful retrieval report states that the patient "denied any specific symptoms he attributes to his filter." The retrieval was allegedly successful using the laser sheath technique.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k090140, k112119 or k121057. MFR date unknown as lot # is unknown. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.